Event description:
Customer reported via phone call that he received a low battery alert and the insulin pump shut off around 35 minutes later. The customer replaced the battery but the screen remained black. Customer stated that by the time of call he had already changed the battery twice. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value is unknown customer was advised to insert a new battery; the display returned with the third attempt. The insulin pump alarmed for power loss. Customer was advised to monitor the device and call back if issue recurs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.